Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate the device.

Event description:
The customer reported that the 840 ventilator had a loss of communication error. There was no patient connected to the device.